Manufacturer narrative:
(B)(4). 510(k): k032426 not resolved. Device code: not listed in the IFU. Device code: not listed in the IFU. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 11/03/2017 as follows: patient received an implant on (B)(6) 2006 via the right internal jugular vein due to lower extremity deep vein thrombosis. Patient is alleging that the filter has been in place more than 90 days, that's it's too risky to attempt retrieval and that the device cannot be retrieved. Patient alleges abdominal pain and anxiety due to the device.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
510 (k): k032426 to k072240. Investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'unable to be retrieved, filter in place more than 90 days, abdominal pain, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported abdominal pain and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2006. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.